Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bipolar cord broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The incident occurred during use, part way through the procedure, it was observed that the distal end of the hemopro 2 jaws was disconnected from the heater assembly (looked like 3 jaws to the user). The harvester removed the hemopro 2 tool and replaced it with a new one. The case was completed without complication or issue to the patient.

Manufacturer narrative:
(B)(4).